Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for high rate non-sustained episodes and sensing integrity counter (sic). It was noted the patient was working on an air conditioning unit at the time of the episodes with noise. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.